Event description:
The customer reported that after recently changing the battery, they got a low battery message. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.